Manufacturer narrative:
Olympus was informed of a laparoscopic case, the device grasping section of the device was damaged causing metal to be exposed. It was reported that no device fragment fell into the patient. There was minor bleeding observed. A short delay occurred as the device was replaced. The intended procedure was completed. There was no patient injury reported. The device was returned to olympus for evaluation. A visual inspection on the received condition of the device was performed and there was large amount of tissue build up. The ptfe pad (teflon pad) was inspected and found to be separated from the jaw exposing metal. The device was attached to the test usg-400/esg-400 and a probe check was performed with no anomalies found. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The most likely root cause for the reported event can be attributed to no tissue or insufficient tissue between the probe and jaw when the device was activated.

Manufacturer narrative:
Olympus followed up with the user facility regarding the reported event and was informed that during the diagnostic procedure, the teflon pad on the grasping section of the device was damaged causing metal to be exposed. It was reported that this caused a minor delay in the procedure. There was minor bleeding observed. There was no patient injury reported. The device was not returned to olympus for evaluation. This type of teflon pad damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that a laparoscopic case the device. It was reported that no device fragment fell into the patient. The procedure was completed a similar device.